Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007 regarding one touch ultra test strips that were expired. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that she took extra insulin after the reported issue occurred, on eight days earlier. She took 8 units of novolog and she normally takes 2 to 4 units. The pt reported that she was shaky and her palms were sweaty after the issue began. The pt denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the pt was using expired test strips, she alleged she took extra insulin after using the meter and developed symptoms associated with hypoglycemia.